Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of the pump black box revealed evidence of partially discharged batteries being installed. The pump powered with the returned battery cap. The battery cap was able to fully tighten. The battery compartment was found to be intact and the current draws were within specifications. A ¿battery life¿ issue was not duplicated during the investigation. The pump case was removed and there was no evidence of moisture or loose components observed inside the pump. (B)(4).